Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with moderate tortuosity, moderate calcification, and 99% stenosis, pre-dilatation was attempted with a 2.75x15 rx voyager but the balloon ruptured on the first inflation at 10 atmospheres for 6 seconds. After withdrawal of the catheter from the anatomy, a pinhole rupture was noted. A new 3.0x20 rx voyager was used to successfully pre-dilate and a 3.0x15 vision stent was deployed to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: heartrail jr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.